Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate auto mode switch (ams) episodes due to atrial lead noise oversensing were observed. High capture threshold was also noted. Lead testing in clinic was mentioned. The patient was not reported to be symptomatic.